Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d9, g3, g6, h2, h3, h6, and h11. Proposed component code: mechanical (g04) - femur. Complaint sample and photographs were evaluated and the reported event was confirmed. Visual inspection of the returned device was found to exhibit signs of repeated use (nicked / gouged / wear). Intra op photographs of the bone that fractured during the surgery were provided. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial left total knee arthroplasty, after trialing, as the surgeon was removing the femoral trial from the patient's bone, the femoral condyle fractured. The surgeon adapted the knee to a different system. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.